Event description:
The pump was returned for investigation. Investigation revealed that display screen was dim and discolored. This report is made based on results of investigation completed on 11/22/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2013 with the following findings: a visual inspection of the pump found some cosmetic damages including worn keypad symbols. On investigation the pump powered up to a dim and discolored verify screen. Unrelated to the display issue, time and date was set correctly on the pump. Review of pump history showed that time and date was reset after a power off on 8/19/2013. Pump was exercised for 24 hours without incident. Time and date reset was confirmed when the battery was removed and re-inserted after 6 hours. A leaking internal battery was found when the pump casing was opened to investigate. (B)(6).